Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2218-50. Serial: (B)(6). Batch: 7283745. UDI: (B)(4).

Event description:
It was reported that during the spinal cord stimulator (scs) trial lead implant procedure the patient had a small epidural hematoma. The patient was hospitalized and the scs trial leads were explanted. The patient was recovering and doing well postoperatively and the explanted devices were disposed by the facility. The physician confirmed that the scs leads did not cause the hematoma.